Manufacturer narrative:
Retainer ring = black. Case type = ngp. On november 04, 2022 the customer reported replace battery alerts after changing the battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked left keypad button. After battery installation, the device displayed a recurring "insert battery" error message on the screen. Initially was unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the unclearable error message. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. There is a crack around the entire top of the battery threads. This loosens the connection between the metallic sleeve and the metal contacts on the battery cap. The boards were taken out of the case and reinserted into a known good case. The device was able to boot up with no problems whatsoever. The software version was then able to be obtained. In this configuration, the device was able to pass the displacement, sleep current measurement, active current measurement, and self tests. In summary, the customer¿s report of replace battery alerts was not confirmed but that of insert battery alerts was confirmed. The recurring error message is due to the loose connection between the battery cap contacts and the battery sleeve within the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Event description:
Information received by medtronic indicated that the customer put a new battery and the pump keep on asking for replace battery alert 6 times in 6 brand new batteries and a new battery cap. Blood glucose value at the time of event was 155 mg/dl. Troubleshooting was performed and the customer reported low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.